Event description:
Reporter stated that patient had received a blood glucose result of 310 mg/dl, using the suspect device. Patient injected 7u of fast-acting insulin based on the reading. Approximately 4 hours later, patient's blood glucose measured 324 mg/dl, and 5 minutes later 283 mg/dl. Patient injected 3u units of fast-acting insulin, and 5u of long-acting insulin. Patient began seizing - 4 hours later. Patient's spouse phoned emergency medical services, and gave patient glucose gel. Upon paramedics' arrival, patient's blood glucose measured 32 mg/dl (on emt's blood glucose monitor). Patient was treated with intravenous fluids (contents not provided). Control testing had not been performed on the suspect device. A request was made for the return of the suspect product and replacement product was shipped.